Event description:
It was reported that pt had fallen and was being evaluated in the hospital. The device initially checked okay however loss of capture was then noted with pocket manipulation and arm movement. High impedance readings were also noted. At the time of lead removal, it was noted that the anchoring sleeve was pinching the lead. No further patient complications have been reported as a result of this event.